Event description:
The episode occurred at a hosp during a tubal ligation surgical procedure on a female pt under the direction of a dr. Approximately two (2) weeks earlier. During the procedure, the 10mm step radially expanding dilation access sleeve was placed in the umbilical region as a primary port without incident, proper insufflation was utilized, there was bleeding at the skin incision, the abdomen was scanned under visualization after initial placement of the access ports, the tubal ligation procedure was accomplished, ports were withdrawn, with visual scanning prior to closure per standard operating procedure. Approximately two (2) weeks later, the pt was re-admitted for symptoms of bowel obstruction. After cat-scan examination, a right lateral peritoneal sidewall hematoma was detected, which was effectively drained. No product malfunction or failure occurred, yet the inadvertent injury was hypothesized to have been a possible injury of an iliac branch resulting from placement of the needle/sleeve component. The dr. Recommended review of findings with the attending general surgeon, due to causative uncertainty of the injury. The attending general surgeon, drained - 500cc blood/pus from the hematoma and reports the region as a 2/3 week post-operative abscess. The pt was non-compliant, insisted on leaving the facility prematurely, and signed out against medical advice. The pt is believed to be doing fine at this time. The general surgeon reports an unclear etiology of the bleeder/abscess located within a lateral muscle mass, no involvement of the external vessels, with high confidence that an access needle did not cause the hematoma. Technique and/or user error influence more likely. Therefore, the reported event is described as an inadvertent/arbitrary injury of inconclusive etiology requiring secondary medical intervention, being a user and procedural related episode. None of the utilized items were returned or available for examination.